Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted a cs 064 call service alarm randomly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box history showed that cs 064 and cs 078 motor errors had occurred on (B)(6) 2015. The pump was unable to complete the rewind, load, and primes steps due to a persistent cs 64 call service alarm that occurred with each load step attempt. The pump case was removed and moisture contamination was found inside the pump on the motor circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.